Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the complaint is unconfirmed as no photo / samples received. Investigation conclusion: the investigation was not able to confirm what the customer had experienced as there were no returned samples/pictures for evaluation. Root cause description: a review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance if samples are received in the future the complaint will be re-opened and re-investigated. Rationale: the complaint will be monitored and tracked. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of 22g x 1.00in (0.9 x 25 mm) insyte experienced a needle through the catheter during use. The following information was provided by the initial reporter: the needle pierces the catheter. Regular incident, reported by many users.